Event description:
It was reported that "variax foot 3-d plate was broken on the 1st mtp joint. The surgeon removed the plate and put another plate on."

Manufacturer narrative:
Device discarded after surgery, thus not available for investigation. Internal investigation in process.